Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer was able to clear the alarm and rewind the pump. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned device for alleged the critical block and inverse critical block did not add to zero. And post-reset ram crc alarm found on -may 06, 2022. The pudevice p passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The device passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No the critical block and inverse critical block did not add to zero. And pump error 23 were noted during testing successfully downloaded device history files and traces using thump software. Device alarmed a the critical block and inverse critical block did not add to zero. (Esf: 3764385, file number 38, line number 442) on the event date of (B)(6) 2022 at 17:20:09.000 or 5:20:09 pm a possible hardware error. Device alarmed apost-reset ram crc alarm on the event date of (B)(6) 2022 at 17:20:11.000 or 5:20:11 pm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked case (battery tube), broken belt clip rails, corroded battery tube, and stained keypad overlay. Post-reset ram crc alarm was not confirmed during testing.the critical block and inverse critical block did not add to zero. Was confirmed in the device history files and traces (esf: 3764385, file number 38, line number 442) problem isolated to the electronic assembly. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.